Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during mammary nodule exceresis, when passing through the plane to be faced, the thread broke. Another suture was used to resolve the issue in order to complete the case. The event led to delay in surgery by at least 30 minutes. There was no patient injury.